Event description:
It was reported that the patient was having many low flow alarms. The event log captured low flow events on (B)(6) 2022 that were occurring at times when the pulsatility index was elevated. Some of the events were not sustained enough to trigger the audible alarm. Additional information was received that the low flows were thought to be positional; the inflow cannula position was buried in the left ventricle free wall due to reverse remodeling of the myocardium. Therefore the patient's positioning and movements affected the overall interaction if the inflow-cannula and the myocardium, which in turn affected the flows. The patient's volume status and lvad speed were optimized as much as possible, but the patient continued to experience low flow alarms and heart failure symptoms. The patient was reportedly listed for transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed low flow alarms, and the account attributed the alarms to the patient¿s pump malposition; however, the report of pump malposition could not be confirmed through this evaluation as no images were submitted for review. The controller event log file contained data on 06oct2022 from 02:28:46 to 09:24:17. The pump operated as intended at the set speed for the duration of the log file. The log file recorded 14 low flow alarms throughout the log file when the flow dropped below the low flow threshold for 10 seconds or longer. The log files appeared to capture the pump operating as intended. Review of the device history records showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 left ventricular assist system instructions for use is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient underwent a heart transplant. The patient was elevated on the transplant list due to the pump position as well as positive blood cultures. Bacteremia was likely secondary to pneumonia. The patient had a low mean arterial pressure, chest discomfort worsening on inspiration, and escalating oxygen requirement. The patient was stabilized in the intensive care unit (ICU) and eventually returned to transplantable stable. The device operated as expected and would not return for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed low flow alarms that the customer attributed to pump malpositioning; however, the report of pump malpositioning could not be confirmed through this evaluation as no images were submitted for review. A specific cause for the reported infection could not be conclusively determined. The controller event log file contained events from on 06oct2022. The pump appeared to operate as intended at the set speed for the duration of the log file. Low flow alarms were captured throughout the log file when the flow decreased below the low flow threshold for at least 10 seconds. The submitted log files appeared to capture the pump operating as intended. It was reported that the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), will not be returned for evaluation. Review of the device history records showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 left ventricular assist system instructions for use is currently available. Section 1, "introduction," lists infection as an adverse event which may be associated with the use of heartmate 3 lvas. Section 1 also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Both the instructions for use (IFU) and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.